Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision articular surface left 14mm catalog #: 42512800714 lot #: 64543068, persona revision cemented tibial component left size e catalog #: 42542007101 lot #: 64960948, persona revision stem extension 15mm catalog #: 42560113515 lot #: 64891310, persona tibial cone size medium catalog #: 42545000512 lot #: 64815928, persona revision femoral posterior augment catalog #: 42556806605 lot #: 65085565, persona revision femoral distal augment catalog #: 42556606605 lot #: 65102553, persona revision femoral posterior augment catalog #: 42556806605 lot #: 65112784, persona revision femoral distal augment catalog #: 42556606615 lot #: 64875929, persona revision stem extension 18mm catalog #: 42560313518 lot #: 64867210. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is being considered for a left knee arthroplasty revision due to a nickel allergy. However, no revision procedure has been reported to date. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. H6 - component code - proposed code is mechanical femur (g04) no product was returned or pictures provided; visual and dimensional evaluations could not be performed.the device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.